Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had an unspecified issue. No adverse patient effects were reported.